Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up, a loss of capture was observed on the left ventricular (lv) lead. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed as an interim resolution. The patient is stable.